Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic surgery on (B)(6) 2020 and the suture was used. It was reported that during use, the suture broke of the needle. The surgery was not delayed and completed successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 7/14/2020 additional information: d10, d4, h4 corrected information: d3, g1, g2 h3 evaluation: it was received for analysis an opened sample of product code v9360g, lot am3617. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the end of the suture pieces were cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling and the reported complaint was verifed by an external cause. A manufacturing record evaluation was performed for the finished device lot number am3617, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.